Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. Evaluation also revealed that there was contamination found under keypad at the up arrow and contrast buttons. Unrelated to these issues, investigation revealed that the keypad was peeling up at the contrast button and the contrast button was intermittent and difficult to press. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. Evaluation also revealed that there was contamination under the up arrow and contrast buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.